Event description:
It was reported that during a surgical procedure at the user facility the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the upper end of the rotor was found to be damaged, and the bearings on the driveshaft assembly as well as the bearings on the rotor assembly were not turning smoothly, which are probable causes of the reported overheating.